Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer attempted to treat bg with a manual injection. Customer required assistance and went to urgent care. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.